Event description:
The manufacturer received information alleging nasal/throat irritation or soreness related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging nasal/throat irritation or soreness related to a CPAP device's sound abatement foam. There was no report of serious or permanent harm or injury.  The device was returned to the manufacturer's service center for further evaluation. The manufacturer is submitting a final report at this time. The investigation is still going on, if any additional information is received, a follow up report will be filed. Section h6 is updated.